Event description:
It was reported that the vns patient was experiencing vocal cord paralysis following generator and lead replacement surgery on (B)(6)2014. The nurse stated that the replacement of the patient¿s lead is related to the patient¿s vocal cord paralysis. The device¿s output current was programmed low for tolerance. The patient was evaluated by an ent who confirmed left vocal cord paralysis. The patient had voice therapy but did not have any improvement. No programming or medication changes preceded the onset of vocal cord paralysis that may have caused or contributed to the event. The patient did not have a medical history of vocal cord paralysis. No known surgical interventions have occurred to date.